Event description:
It was reported that the patient underwent a poly revision due to infection followed by increased pain and swelling. Antibiotics were administered, and the condition resolved.

Manufacturer narrative:
Method: DHR, complaint, sterility records, cea's and culture results.